Manufacturer narrative:
A supplemental MDR is being submitted for additional information received on medical records received. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the device explant due to calcification was confirmed based on the medical report. Due to insufficient information, a definitive root cause is unable to be determined. However, it may be due to patient factors, including progression of disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry, a 23 mm sapien 3 ultra valve was explanted approximately 3 years and 1 month post tavr due to structural valve degeneration calcification. Per medical record review, the patient had been doing well until approximately 3 years post tavr procedure, when the patient presented with worsening shortness of breath and congestive heart failure. The patient was admitted with suspicion of thrombosis of the tavr valve and was started on anti-coagulation. However, the clinical condition continued to worsen. A tee performed showed a very high gradient across the bioprosthesis with a peak gradient over 100 mmhg and an ejection fraction of approximately 10% or less. An emergent aortic valve replacement was performed approximately 3 years and one month post tavr procedure. A 23mm inspiris valve was successfully implanted. The patient tolerated the procedure well. Per the explant procedure surgeon's notes, ''intraoperatively the bioprosthetic valve leaflets were extremely thickened and would not move easily. There did not appear to be a large amount of thrombus burden on it.'' However, the perioperative echo reported aortic valve, bioprosthesis with severe stenosis, 3+ regurgitation and tavr calcified leaflets with restricted motion of the non-coronary cusp and right coronary cusp. In addition, per the surgical pathology report of the explanted thv: ''prosthetic valvular material with multifocal calcification, focal ossification and predominantly chronic, focally acute inflammation associated with granulation tissue. These findings are consistent with structural valve degeneration.'' The special stains performed were negative for microbial elements, ruling out endocarditis.

Event description:
As reported by implant patient registry, a 23 mm sapien 3 ultra valve was explanted approximately 3 years and 1 month post tavr. Per feedback from the fcs (field clinical specialist), the patient had halt (hypo-attenuating leaflet thickening). The decision was made to surgically explant the valve after failed anticoagulation therapy.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.